Event description:
Reporter alleged blood glucose was up to 400 mg/dl so customer went to the hosp as a result. It was stated customer's meter read 417 mg/dl compared to the hosp measurement of 180 mg/dl when testing was performed within 10 mins. Reporter stated no actions were taken and no treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.